Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cs300 iabp display screen was flickering. There was no patient involvement.

Manufacturer narrative:
After further investigation, it was identified that this complaint event is a duplicate of complaint event mfg report number: 2249723 2025 0003751. Please refer to mfg report number: 2249723 2025 0003751 for all information for this complaint event. Please cancel mfg report number: 2249723 2026 0001636 in your database.

Event description:
After further investigation, it was identified that this complaint event is a duplicate of complaint event mfg report number: 2249723 2025 0003751. Please refer to mfg report number: 2249723 2025 0003751 for all information for this complaint event. Please cancel mfg report number: 2249723 2026 0001636 in your database.